Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal lad. Approximately 14 months post index procedure the patient was rehospitalized due to ischemic stroke. The patient recovered. Approximately four days after the stroke event the patient suffered another ischemic stroke. 15 months post index procedure the patient suffered another ischemic stroke. The investigator indicated that all events were unrelated to the study device.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (cva/stroke).

Event description:
Following cec review, the previously reported 1st and 3rd strokes have been confirmed. The 2nd stroke event has been unconfirmed.

Event description:
It is reported that the patient also recovered after the second stroke.